Event description:
Pt reported these new droplet brand insulin pen needles breaking on him and one actually broke off inside his skin and he had to extract it. He often loses insulin and is not able to administer his full dose. Symptoms: inability to administer insulin, needle breaking off in skin. Diagnosis for use: diabetes mellitus.